Event description:
Additional information was received from a consumer. It was clarified that the symptoms experienced related to almost dying after the pump malfunction, included extreme cold, high blood pressure, and not thinking straight. The patient was not getting any results from the emergency room, twice. The steps taken to resolve the symptoms related to almost dying included the patient's daughter calling a healthcare professional after 48 hours. After the patient took a 3 hour ride for results, the patient did not remember much of what happened. The patient's healthcare professional got "things going upward." The patient still has several problems after the "whole ordeal."

Manufacturer narrative:
Only the pump was returned for analysis. As received the pump reservoir had 17 ml of fluid in it and pump was reset and in the safe state. See ip. The pump memory logs were gathered, no motor stall or motor stall recoveries had occurred based on the pump logs. Alarm testing was done and passed. The complaint indicated the initial alarm wasn't heard and that it was reported a motor stall occurred. Rpa produced a motor stall by placing a magnet on top of the pump and waited sufficient time for the pump to detect the stall and sound the critical alarm. The pump detected the stall and recorded it in the pump logs. The magnet was removed, rpa allowed sufficient time to allow the pump to recover from the magnet induced motor stall. The pump did recover and logged a motor stall recovery light in the pump memory. This recovery indicator will stay in pump memory until the pump receives a "clear event status" command. As received this pump did not have any stalls or stall recovery indicators in the pump memory nor did the pump received a "clear event status" while in the field. See all attachments. The pump went through dispense accuracy testing and passed. Hybrid testing was performed and passed testing. Battery resistance testing was performed and received a passing result of 165 ohms. All resistance checks passed testing. The pump went through partial destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found. No corrosion is present on the feedthroughs. Knowing the tendency for the high resistance anomaly to ¿come and go¿ in a suspected battery along with further analysis not showing any other severe anomaly, this suggests that the reset that occurred in the field is consistent with a high resistance battery. Because rpa does not have a test that definitively failed rpa has to code this analysis as undetermined cause. Note: it wasn't real clear to rpa the order of events, it is assumed the pump reset, patient had symptoms and then patient went to ER and received a CT scan. It is known that CT scans can cause resets in the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. An emergency surgery was performed on (B)(6) 2015 to install a new pump because the original pump failed. The pump malfunctioned and the patient almost died. Additional follow-up was requested to specify the symptoms, interventions, and outcome in regard to the report the patient almost died. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Upon review of information, the previous report of a life-threatening event no longer applies.

Event description:
Additional follow-up information requested of the hcp also was noted to have included the date of onset of personal therapy manager (ptm) bolus issues, symptoms related to the ptm bolus issues, and troubleshooting related to the ptm bolus issue. However, no response was received.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving hydromorphone 1,200 mcg/ml at 350.4 mcg/day and bupivacaine 30.0 mg/ml at 8.759 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the personal therapy manager (ptm) stopped working. The patient was getting an 8474 code (pump reset) around noon on (B)(6) 2015. The patient was brought to the emergency room (ER) on (B)(6) 2015 because of symptoms. A cat scan was performed to rule out kidney stone, and the patient's blood pressure was 191/90. The patient had no fever, but did have chills. An alarm had not been heard. The patient was given oral (po) hydromorphone, and two other po medications. A home healthcare nurse planned to come to the patient's home to read the pump and to determine the next steps. Later it was reported that the nurse was going to have the patient go to the ER. Additional information received from a company representative. The patient started to have withdrawal symptoms on (B)(6) 2015. A motor stall was reported. The pump was replaced on (B)(6) 2015. It was reported that the patient was unable to use the ptm, and then heard the critical alarm. The patient had flu symptoms including chills and elevated blood pressure. It was unknown what led to the event. The troubleshooting performed included interrogating the pump. The issue was resolved at the time of report. The patient's status at the time of report was alive no injury. Clarification on the device issue and cause of the event were requested. If additional information is received, a follow-up report will be sent.